Manufacturer narrative:
Eval results = device history review found the product met specifications when released for distribution. Analysis: upon receipt, the reason for return was confirmed. Visual inspection noted a plasma like break though stained on the top and bottom bundle. The unit was cleaned for 8 hours and rinsed with alcohol prior to a 24 hour dry. The unit was then run with fluid at 7 l/min with 5 psi back pressure. Within 3 minutes, an internal fluid leak was observed around the mandrel/ access port. The fluid leaked onto the top bundle area and then down to lower bundle. The gas cap was then removed and access area inspected, which revealed a void in the gas cap access bond. The cause of the void was unable to be determined. A review of the device history record shows that this product met specification prior to being released for distribution. Conclusion: reduced performance of the device occurred and was related to the event. A void in the gas cap bond was identified which was responsible for the reported leak. The user indicated that this was observed during priming of the device; however, the unit was not removed and replaced as instructed in product labeling. Review of complaints have not identified other incidents and there are currently no trends regarding this issue. The device was removed and replaced with no reported adverse pt effects.

Event description:
Medtronic received info that during prime, a small amount of fluid was found under the oxygenator and was removed. It was thought that the fluid came from the heater-cooler water lines; no further moisture was noted after being removed. While the first few minutes of cardiopulmonary bypass, this non-coated hollow fiber oxygenator appeared to leak body fluid from the bottom of the heat exchanger. A small amount of bone wax was applied to the device; however, this did not resolve the issue. It was then noted that the leak appeared to have originated higher in the device. The decision was made to not change the device at this time. The pt was cooled and the leak seemed to subside; however, while the pt was rewarmed, the leak increased in quantity. Upon close inspection, a constant frothing of body fluid within the exhaust area in the middle of the unit. Therefore, the device was removed, replaced, and returned for analysis.